Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. All medical device reports associated with the same/similar device(s) and reported condition of "device stops by itself" were reviewed. It was determined that "device stops by itself" has not caused or contributed to any deaths or serious injuries within the reviewed time period of (B)(6) 2018- (B)(6) 2022. Based on the reviewed data, the likelihood of a death or serious injury occurring as a result of "device stops by itself" is remote; therefore, "device stops by itself" associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. Initial reporter phone: not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped working by itself and then did not work. There were no reports of surgical delays due to the event. It as unknown if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear.